Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had fault codes electrical test fail #50 (motor speed out of specification). There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and found saline intrusion. The fse replaced the motor controller board (d671-00-0004) and no other evidence of damage due to fluid egress was found. The unit passed all functional test and was returned to the customer for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) displayed a fault codes electrical test fail #50. No patient was involved, and no harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g1 (contact office) and h6 (health effect impact codes).